Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon (emergency lamp indicator and main lamp light up at the same time) was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely that no image was displayed due to emergency lamp failure. The cause of the faulty emergency lamp could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported that during inspection before use, error code e207 (clv spare lamp error) was shown and then "the error was closed" on the visera elite ii xenon light source. An unspecified therapeutic procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation of the device was performed. Upon inspection and testing of the unit, error code e207 (clv emergency lamp indicator and main lamp light up at the same time) was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.